Event description:
Pt hospitalized for about 4 hrs for low blood sugar. Experienced seizure leading to paramedics call and transport to emergency room. Repeat incident one week later but able to treat at home with oral sugar ingestion. Pt noticed that pump clock had been set incorrectly. Following correction of clock time, pt has not had any problems. Pump will not be returned.